Event description:
It was reported that a journal article was obtained that reported a retrospective study from USA. The purpose of the study was to report on the results of rtsa using a single implant, porous-coated tm implant, from a single institution (university of california, USA) with a minimum follow-up of ten years. The literature reported radiographic evidence of glenoid loosening in one case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name: (B)(6). G2: literature - watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. H6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; d10; g1; g3; g6; h1; h2; h3; h6 d10: item# unk tm screw; lot# unknown item# unk tm screw; lot# unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.